Event description:
It was reported that the patient experienced changes in stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was not released from the hospital.